Event description:
It was reported by the pt that she started to have pain, redness, and rash at the incision site 5 days post breast reduction. Pustules were noted with the rash. Pt was given steroids and antibiotics after this reaction.